Manufacturer narrative:
Qn# (B)(4).

Event description:
It was reported during incoming inspection the guidewire "is crumpled, with the package closed". No patient involvement.

Manufacturer narrative:
(B)(4). The customer returned four photos for evaluation. All four photos revealed a sac kit that contained an obvious crease in its packaging. The third photo also revealed a kink in the guide wire and guard. The customer also returned one unopened sac set with a straight guide wire and a single-lumen arterial catheter for analysis. The kit was opened, and visual analysis revealed that the guide wire contained one distinct kink. The guide wire guard was also kinked in the same location. The outside packaging of the sac was also noted to have one major crease in it. Microscopic examination revealed both welds were intact. The damage observed is consistent with defects related to shipping and handling of sac sets. No other defects or anomalies were observed. The kink in the guide wire measured 38 mm from the distal tip. The guide wire length measured 335 mm which is within the specification limits of 331-340 mm per the guide wire product drawing. The guide wire outer diameter measured 0.622 mm which is within the specification limits of 0.610-0.635 mm per the guide wire product drawing. A manual tug test confirmed the distal and proximal welds were attached. A device history record review was performed, and no relevant findings were identified. The lidstock was reviewed as part of this complaint investigation. The words "do not bend" are clearly visible on the front of the lidstock. An engineering change order was implemented in april 2017 to update the product labeling to clearly inform the customer to not bend the product and is intended to reduce the potential for product damage. The IFU provided with this kit states: "do not use if package has been previously opened or damaged." The reported complaint that the guide wire was found kinked prior to use was confirmed through visual inspection of the returned sample. The returned guide wire contained one distinct kink. The words "do not bend" are clearly visible on the front of the lidstock, which is intended to heighten customer awareness and mitigate the risk of kinking the components during storage and shipping of this product. The guide wire met all relevant dimensional requirements, and a device history record review was performed with no relevant findings. Based on the customer description and the sample received, storage and shipping caused or contributed to this event. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported during incoming inspection the guidewire "is crumpled, with the package closed". No patient involvement.